Event description:
The following has been reported: biomed reported : no patient reported incident. Issue: service needed alert. Incident occurred: unknown. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a valve 6 failure. The pump alarmed immediately. The pump was reverted, and hardware tests were performed, and the pump passed without issues. The pump was reverted back into clinical mode and mock infusions were performed but was not able to duplicate the alarm a second time. This indicates intermittent failures. Log files confirmed failure.